Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt). The patient changed the batteries in the device and it again displayed e8. The patient cannot confirm the displayed message because none of the buttons on the device would function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated down button and unclearable e8 error messages.